Event description:
Customer alleges caster is broken off of chair. Sent no charge order #(B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model trex28r, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1110546 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The territorial business manager stated that the caster broke off the manual wheelchair. No injury or medical intervention alleged. New caster sent as a no charge warranty order on order #(B)(4).